Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a lithotripsy procedure on (B)(6) 2025. During the procedure, it was found that the wire at the tip of the basket was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: the trapezoid rx device was received for analysis. Visual examination of the returned device found the side car rx was push back 3.5 mm and the working length was kinked. A functional test was performed, and the basket was able to extend. The basket wires were found in good condition, and they were not broken. There was residue present in the device and device pouch which suggests the device was used in the procedure. The reported event was not confirmed. The wire at the tip of the basket was not fractured. The device was inspected, and it was found the side car rx was pushed back. This was most likely caused due to the amount of force applied on the thumb ring from the handle when trying to crush the stone. When that force is applied, the working length tends to "retract" itself and therefore, can push back the side car rx. Also, it was found that the distal section of the working length was kinked, which could be caused by operational factors, such as manipulating the device through difficult anatomy, the technique used or by the interaction between the device and the scope. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during lithotripsy procedure on (B)(6) 2025. During the procedure, it was found that the wire at the tip of the basket was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.